Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) device evaluation and the lms final investigation. Despite good faith attempts, the user culture results, and cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the results of the culture test performed at third-party labs. The test indicated that all channels of the scope were cultured, and no contamination was detected. The device evaluation found that the air/water tube and air/water cylinder had white foreign material inside the tubes. It is unclear whether there were any deviations from the instruction manual in the reprocessing procedures for areas with residual foreign matter. There was no physical damage to the area where the foreign object remained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. The foreign material was unable to be specified. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.